Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for lumbar radiculopathy. It was reported that the cord came undone causing the patient to have a muscle spasm in 2010 and the patient had their stimulator replaced on (B)(6) 2010 because of this. There were no further complications reported or anticipated.